Event description:
The consumer reported that they were charging too frequently. There was a report that the patient's implant battery depletes quickly and the patient has to charge more often then they think they should. It took about 4 or more hours to charge the implant just up to about halfway. There was a report that the consumer confirmed that they kept an eye on the coupling boxes and made sure they were all shaded when charging. It was reported that the battery only lasts about a day before the patient had to charge again. The consumer reported that the patient had been in a lot of pain. It was reported that the patient had a hard time looking for where their implant was located. There was a report that the patient had charged for 8 hours without any changes and they were recharging more often than expected. The patient was implanted for less than one month. The manufacturer representative (rep) reported that the patient appeared to need further education. Recharge statistics determined that several sessions did not have charge durations and the patient was losing communication. The rep reported that they would help educate the patient on recharging more often. Relevant medical history includes spinal pain. The patient's daughter via a rep later reported that the patient was unable to charge because the implantable neurostimulator (ins) was not lying flat. The patient was going to be seen next wednesday to have the situation assessed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative regarding the patient. It was reported that the patient had a battery replacement for a non-rechargeable battery, as they did not wish to have the burden of recharging. This was noted to be an elective decision. Prior to the replacement, the rep attempted telemetry with the ins, but was unable to get a reading. It was confirmed that the ins was in overdischarge. The patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported or anticipated.